Event description:
During a programming session, communication between the implant and the external equipment could not be established. The physician decided to replace the implant with a new advanced bionics spinal cord stimulator.